Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
Additional information was received that the patient had endocarditis and staphylococcus aureus was observed on the culture.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead and device. During the replacement procedure, an infection was visually observed in the pocket. The entire system was explanted and replaced to resolve the event. The patient was stable.